Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with a blood glucose level of 618 mg/dl. The customer¿s blood glucose level was 484 mg/dl. The customer was treated with insulin and water. The customer reported that they were thirsty. The customer alleged the insulin pump for under delivery. The insulin pump will not be retuned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08710 inches. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at the reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case.